Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: model number/catalog number: sc-4318, serial number: n/a, batch/lot number: 37398184, model/catalog description: clik x anchor sterile kit, unique identifier (UDI): (B)(4). Model number/catalog number: sc-2218-70, serial number: unknown, batch/lot number: unknown, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI): (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) had been placed too superficially, resulting in pocket pain. The position of the click anchors was also causing pain. The patient underwent a procedure in which the ipg was repositioned behind the existing pocket and the click anchor was repositioned and buried in the fascia. During the procedure, the physician was unable to re-insert the spinal cord stimulation (scs) lead into the ipg header. As a result, the lead was removed and replaced. Post operatively, the patient was doing well.

Event description:
It was reported that the implantable pulse generator (ipg) had been placed too superficially, resulting in pocket pain. The position of the click anchors was also causing pain. The patient underwent a procedure in which the ipg was repositioned behind the existing pocket and the click anchor was repositioned and buried in the fascia. During the procedure, the physician was unable to re-insert the spinal cord stimulation (scs) lead into the ipg header. As a result, the lead was removed and replaced. Post operatively, the patient was doing well.

Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: model number/catalog number: sc-4318. Serial number: n/a. Batch/lot number: 37398184. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI): (B)(4). Model number/catalog number: sc-2218-70. Serial number:(B) (6). Batch/lot number:7101483. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI):(B)(4).